Manufacturer narrative:
Date of event: unknown, used the first day of the aware month there was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient has been experiencing recurring incontinence with this artificial urinary sphincter (aus). The patient had an appointment to "scope" the urethra and the physician suspects a fluid leak in the balloon and a failure to close the collar completely. No further information has been reported.